Manufacturer narrative:
Product analysis summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead had been previously reprogrammed to mitigate the sensing issue to no avail. Therefore the decision was made to explant and replace the lead. The implantable cardioverter defibrillator (ICD) was at end of service (eos) and had multiple episodes of charge circuit timeout. The ICD was explanted and replaced. At the replacement procedure for the rv lead and ICD it was noted that the right atrial (ra) lead had insufficient slack. The ra lead was also explanted and replaced. No patient complications have been reported as a result of this event.